Event description:
Same case as MFR report #: 2134265-2012-06930. It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous apical left anterior descending artery (lad). Rotational atherectomy was performed with a 1.25 mm rotablator burr. The 15 mm x 2.50 mm nc quantum apex balloon catheter was advanced into the patient. Inflation was performed to 18 atms for 20 seconds. During the second inflation the balloon ruptured. The device was removed intact. Another 15 mm x 2.50 mm nc quantum apex balloon catheter was then selected and advanced to the lesion. Upon inflation the balloon ruptured at unknown pressure. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
Same case as MFR report #: 2134265-2012-06930. It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous apical left anterior descending artery (lad). Rotational atherectomy was performed with a 1.25mm rotablator burr. The 15mm x 2.50mm nc quantum apex balloon catheter was advanced into the patient. Inflation was performed to 18atms for 20 seconds. During the second inflation the balloon ruptured. The device was removed intact. Another 15mm x 2.50mm nc quantum apex balloon catheter was then selected and advanced to the lesion. Upon inflation the balloon ruptured at unknown pressure. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed that there was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 6 mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).